Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. (B)(6). There is no indication the human thyroid-stimulating hormone (access fast htsh) reagent was returned for evaluation. In conclusion, the cause of the elevated access fast htsh results cannot be determined with the available information. (B)(4). All mdrs associated with this event: 2122870-2016-00208; 2122870-2016-00209.

Event description:
The customer reported obtaining elevated human thyroid-stimulating hormone (access fast htsh) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The initial samples (designated as samples one (1) and two (2)) from the patient were tested using the same unicel dxi 800 access immunoassay system and results above the laboratory's normal reference range were obtained. A third sample (designated as sample three (3)) from the patient was tested using the same unicel dxi 800 access immunoassay system and a result above the laboratory's normal reference range was obtained. Sample three (3) was retested using a siemens analyzer, and a lower result was obtained. The laboratory performed manual dilutions on sample three (3), tested the diluted sample using the same unicel dxi 800 access immunoassay system and a lower result, within the laboratory's normal reference range, was obtained. The customer stated the elevated access fast htsh results were reported from the laboratory. The patient was administered euthyrox in association with the results from samples one (1) and two (2). A physician considered the access fast htsh results erroneous upon reviewing the tsh results from the roche analyzer and the access fast htsh results obtained from the manual dilution of sample three (3). There was no reported change or impact to patient care or treatment which occurred in association with the elevated access fast htsh result obtained for sample three (3). MDR 2122870-2016-00208 will address the elevated access fast htsh result associated with sample one (1) from the patient. The customer stated quality control (qc) recovery was within the laboratory's established ranges before and after the event. The customer did not supply any information regarding the patient's sample collection and/or the speed, time, and temperature at which the sample was centrifuged.